Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on a cobas c 703 analytical unit. Data was provided for 16 patient samples that had discrepant results. Results for the following assays were affected: triglycerides, phosphorus, total protein, total bilirubin, and urea. Please refer to the attachment for all patient data. Unless otherwise documented, the units of measure were not provided.

Manufacturer narrative:
The customer provided data for an additional patient sample that had discrepant total protein results (sample 17). This sample initially resulted in a total protein value of < 20 on (B)(6) 2026 and it repeated as 75.